Manufacturer narrative:
Note - this issue was logged into a system used for customer implementation notes but did not have an accompanying product complaint opened for it. This was identified during continuous improvement activities. An internal CAPA was opened to address process gaps. One of the resulting actions of the CAPA was to perform a retrospective review and submit MDR's as necessary.

Event description:
The following has been reported: day 1 of infusion clinic go live they are seeing what they feel are a lot of air alarms ("air in line" and "excessive air"). No pump logs/serial number or set information was provided. No adverse event was reported. Additional training and feedback regarding priming and the use of check valves for certain drugs was provided to address these issues.